Event description:
Event description cpi received information that during an implant procedure the physician had difficulty placing two bipolar endocardial leads (4261), and obtaining the threrapy they expected. When another company's lead was used they were sucsessful in obtaining unipolar and bipolar pacing. The two (4261's) were sent back for analysis.